Event description:
The complaint reported that while prepping for patient support, the automated impella controller (aic) had a purge disc failure. The cassette was replaced but the issue did not resolve. No patient harm was reported.

Manufacturer narrative:
Section a - patient information was not provided. E.1 initial reporter title, first and last name are unknown. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.